Manufacturer narrative:
No ch2000sc-pc product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history record was reviewed and there were no non conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, purple cap. The customer reported that the device disconnected/separated and then leaked during patient infusion of methotrexate. The exact location of the leakage was from where the spiros disconnected from the line and the chemo leaked out of the giving set. There was unprotected chemotherapy exposure to the patient, health care worker or other personnel; spills were always cleaned as per local policy using a spill kit. Interventions relating to patient included changing lines and making a plan for lost chemotherapy. When asked if the set was replaced and therapy resumed without any problem, the customer stated that it depended on the chemotherapy and situation; if possible, different lines were used however this was often not feasible due to loss of chemotherapy in the line itself so it had to be cleaned and reconnected which goes against recommended best practice for central line cares and infection prevention. There was patient involvement and unknown patient harm.

Manufacturer narrative:
It is unknow if the device is available for evaluation; device history is pending.